Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported pull off - suture needle. One suture piece and one labeled winding former with a detached needle and a needle-suture of product code w8706, lot pbh197 were returned for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and no suture remnant was noted. The suture piece was examined, and the insertion end was observed to be as expected; however the other extreme present elongation. The force used to detach needle from the suture could not be determined. In addition, the needle-suture piece was visually inspected, the swage and attachment area were noted to be as expected. The functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle had happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.